Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive around objective lens was caused by stress of repeated use, external factors, or handling of the device.

Event description:
A user facility reported to olympus air/water leak while using endoeye flex deflectable videoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified peeling adhesive around the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of air/water leak was confirmed. Due to a pinhole on the bending section cover and video cable, water tightness was lost. The following additional findings were also noted: chipped adhesive on the bending section cover, loose venting connector of the light guide connector, scratched light guide cover glass, crack on the video connector case, damaged video connector and bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.